Manufacturer narrative:
This report is submitted on december 30, 2022.

Event description:
Per the clinic, the patient experienced an infection at the abutment site. The abutment was removed under a general anaesthetic on (B)(6) 2022 and the site healed. An osia system was implanted but at a new site.